Event description:
It was reported the pt was unable to communicate with external devices, and had not received stimulation for two weeks. The pt was to schedule an appointment regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.